Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the internal leakage test, pressure transducer test, safety valve test, o2 cell/sensor test and patient circuit tests failed during pre-use check and the air gas module was pointed as defective. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The reported issue was confirmed in provided device's logs. The claimed part was not available for further analysis. Our conclusion is that the defective part was the cause of the failure.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref #: (B)(4).